Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited low r-waves and sluggish helix extension after multiple location attempts. It was noted that the helix had tissue in it. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/ fibrotic growth. The helix exceeded specification the number of turns to extend and retract. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The helix is bent with tissue on the helix not allowing the helix to extend and retract within specification. If information is provided in the future, a supplemental report will be issued.